Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The image temporarily disappeared during angulation due to disconnection (short-circuit) of the cable. The report of damage to the tip of the scope was also confirmed. The adhesive on the distal end was missing and there were scratches on the insertion section due to external stress. In addition, the adhesive on the objective lens was peeled off due to handling, the angle lock was not functioning, and there are scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image was temporarily lost during angulation and the rubber tip of the scope was damaged. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by failures of the image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center. The root cause could not be determined. Olympus will continue to monitor field performance for this device.